Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/07/2013 with the following findings: investigation confirmed a pinkish contrast on the display screen. Removed the pump cover and replaced pink display with new test display. The test screen is fully functional and is fully illuminated with no visible signs of discoloration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.